Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the ipg was non functional. The ipg can was cut open and optical inspection revealed no anomalies on the battery, pcb or can. However, the ipg battery was depleted (0.523v). The ipg battery was then charged using an external power source. The ipg then passed all functional testing post charge. It is unk what caused the battery to deplete. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) received an scs system including an ipg on an unk date. It was reported that the pt suffered a fall and impacted the ipg. After which he allegedly lost the ability to establish communication with the ipg using the programmer. The pt's ipg was explanted on (B)(6) 2011. No further info is available.